Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7093522/7093690.

Event description:
It was reported that the patients pocket site would not close. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were discarded by the medical facility.